Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (infection, cardiac arrhythmia, right heart failure, multisystem organ failure, patient outcome) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient expired due to multiple contributing factors including bacteremia, arrhythmias, and multisystem organ failure. The date of the onset of symptoms was the patient¿s implant date. The infection was diagnosed by femoral wound cultures and antibiotics were catered specifically to cover appropriate organisms. It was also reported that the patient experienced right ventricular failure despite inotropic therapy. Rate adjustments did not improve the rv failure. The patient suffered from multiple arrhythmias and cardiac arrests during hospitalization. The arrhythmias were appreciated when being monitored on telemetry when an inpatient following implant. Treatment was acls protocol including drug therapy. No further surgeries or coronary interventions were conducted per prior discussion with the hospital clinical team. The multiple cardiac arrests limited recovery. The center reported that the lvad had normal device function with no alarms. The center reported that heartmate 3 lvas, serial number (B)(6) will not be returned. The hm3 lvas IFU lists infection, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Instructions in regard to preventing infection are provided in various sections of this IFU and the hm3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had arrhythmia from (B)(6) 2019. The patient experienced right ventricular (rv) failure despite inotropic therapy, onset from date of implant. Patient with normal lvad function, rate adjustments did not improve rv failure. Patient suffered from multiple arrhythmias and cardiac arrests during hospitalization. Arrhythmias were appreciated when being monitored on telemetry when an inpatient following implant. Treatment was acute cardiac life support (acls) protocol including drug therapy. Inotropes from the or continued. Arrhythmia management as indicated. Multiple cardiac arrests limited recovery. Confirmed lvad within normal device function. Infection was diagnosed by femoral wound cultures, antibiotics catered specifically to cover appropriate organisms. Patient's death was multifactorial including arrhythmia and multisystem organ failure. No further surgeries or coronary interventions were conducted. It was reported that device functioned as expected. The device was not returned for evaluation and will not be.